Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not used or charged his scs system in approximately a year. The patient stated he would like to have his scs system removed. Surgical intervention is planned for a later date to address the issue.